Manufacturer narrative:
Haemonetics sent a field service engineer to evaluate the pcs®2 plasma collection system in order to check for any faults, the machine was found to meet specifications and did not have any defects which required repair. There was no evidence of a device malfunction found.

Event description:
On october 26 2020, haemonetics was notified of a donor fatality which had occurred within 24 hours of the donor's last plasma donation procedure, utilizing the pcs®2 plasma collection system. The plasma collection procedure was completed successfully, no complications reported. The pcs®2 plasma collection system collected 878ml plasma and returned 500ml of saline per the routine procedure. The donor had completed 171 previous donations without any issues or reactions recorded. Based on video the center observed nothing out of the ordinary during the donation or when donor left the center. Haemonetics was notified that an autopsy was performed but at this time cause of death was unknown.